Manufacturer narrative:
Batch review performed on 17 december 2019: lot 181817: (B)(4) items manufactured and released on 13-jun-2018. Expiration date: 2023-05-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional device involved in the complaint: batch review performed on 17 december 2019. Ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot 1901943: (B)(4) items manufactured and released on 03-jun-2019. Expiration date: 2024-05-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner 1 month after primary. The surgery was completed successfully.